Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10057.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. An issue found was the upper connector block was rotated 90 degrees counter clock wise in the header. The block was properly oriented and the ipg was autotested and failed ucod and discharge tests on the auto tester. As the pt was able to achieve adequate therapy with reprogramming, the damage to the connector block is in line with explant damage. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.